Event description:
Anesthesiologist reported spinal for scheduled c section had inadequate effects. Patient was given injections of lidocaine for c section. Inadequate numbing post spinal occurred 3 times on 3 different patients therefore supply chain management was notified and all kits with this same lot number were removed from supply carts.